Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient underwent revision knee surgery for instability. Doctor changed the poly insert for a thicker one.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: limited information was provided for this event therefore the exact cause of the event could not be determined. Further information such as product return, pre- and post-operative x-rays and complete operative reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent revision knee surgery for instability. Dr. Changed the poly insert for a thicker one.